Event description:
Customer was experiencing back flow issues (leaking) with the arterial catheter. They did several things to try and figure out the problem including changing the transducer set, flush solution and dressing but the only thing that solved the issue in their minds was switching the catheter over the wire. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
Customer was experiencing back flow issues (leaking) with the arterial catheter. They did several things to try and figure out the problem including changing the transducer set, flush solution and dressing but the only thing that solved the issue in their minds was switching the catheter over the wire. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.